Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having issues with infusion sets and needed them replaced. Customer also reported for the first time of hospitalization for 2015. Customer reported of being hospitalized at least five times for the year but does not remember dates. Customer remembered that one hospitalization was on (B)(6) 2015. Customer states that blood glucose was 1400 mg/dl. Customer states that reasons for all hospitalizations were diabetic ketoacidosis and stroke; all stays were between five to seven days and at times customer was in the ICU. Customer was advised that six reservoir and infusion sets would be sent out.